Event description:
During the procedure, the physician first used a 6fr ept catheter (radiofrequency device) to map and found that the accessory pathway was right mid septal. The physician then switched to cryocatheter. During the procedure, a block of the accessory pathway was noticed which spread to the av node. At the end of the procedure, the pathway had slightly recovered, but mostly junctional rhythm was seen. The pt was sent to ICU for monitoring and the pathway recovered completely 7 hours later. The pt was discharged from hosp with a holter monitor. He will come back for a follow-up visit.

Manufacturer narrative:
The pt was discharged totally recovered. The pt was sent home with a holter monitor and will be back to the hosp for a follow-up visit. The device will not be returned for investigation as no malfunction was noticed during the procedure. The MFR will not investigate the catheter as no malfunction was noticed during the procedure.